Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is available, a supplemental report will be submitted. No patient information is available besides gender and sex.

Event description:
It was reported that a patient experienced a stroke and embolism. A faradrive sheath was selected for use to perform a pulse field ablation (pfa) procedure to treat atrial fibrillation. Transeptal puncture was performed with the versacross devices, under transesophageal echocardiogram (tee) guidance. No issues reported for the transseptal access. Faradrive sheath was prepped by nurses under sales representative supervision and in the presence of a radiographer. No air bubbles noted once lines were prepped, activated clotting time was 345, physician time in the left atrium was 30 mins. Procedure commenced, tee was done no clots noted pfa was successful with exit block noted on all pulmonary veins. Anesthetic agents were reversed and patient with assistance was transferred from the cath lab table to the patient bed. No adverse events at that present time were noted. The issue is ongoing. According to the physician, there is a possible stroke associated with air embolism. No further information was provided.